Event description:
The patient was playing a wheelchair sport, and they fell and hurt their ankle. The patient went to the emergency room for treatment of their ankle. They began having withdrawal symptoms, and they experienced increased spasticity. It was determined a couple of days after their fall that there was a problem with the catheter (a catheter fracture), and a catheter revision was performed on the date of the report. The case reportedly ¿went beautifully¿, though there were segments left in the intrathecal space. A new lumbar puncture was performed, and the spinal catheter was attached to the proximal catheter. The patient was recovering, doing fine, and receiving effective therapy. The pump contained lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).